Manufacturer narrative:
Approximate age of device - 6 years, 7 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient experienced low flow alarm during a clinic visit. The device was interrogated via the system monitor that showed pump stop and low flow event. The patient's driveline outer cover was rescue taped, but never had a driveline repair. The manufacturer's technical service reviewed the log file and confirmed a pump stop on (B)(6) 2018, which could be caused by potential issue with the driveline. X-ray was performed and the patient underwent a driveline repair on (B)(6) 2018. The patient will continue to be monitored for additional alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed external wire damage that could have contributed to the reported pump stoppage event captured in the submitted log file. A distal-end driveline replacement was performed on (B)(6) 2018 and approximately 20.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities. Damage to the silicone jacket was observed approximately 8.5-10¿, 12-14¿, 15¿, and 16-17¿ from the metal connector. Areas of the silicone jacket appeared twisted approximately 2.5-4¿, 7.5¿, 11¿, and 14.5¿ from the metal connector. The silicone jacket, bionate cover and the metal braided shield were carefully removed to evaluate the underlying wires. Visual inspection of the wires confirmed a breach to the insulation of the yellow wire approximately 14¿ from the metal connector. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the yellow wire contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the alarms and pump stop that were confirmed through the submitted log file. The patient remains ongoing on heartmate ii lvas. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.